Event description:
(B)(4) trial. It was reported that post stenting procedure, target vessel revascularization was performed. In march 2011, the patient presented with silent ischemia and was referred for cardiac catheterization which revealed the 70% stenosed, de novo lesion that was 8mm long with a reference vessel diameter of 3mm. The target lesion was treated with predilatation and placement of a 12mm x 3.00mm taxus element drug eluting stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2012, the site reported that an event of a non st elevated myocardial infarction occurred which was diagnosed during the patient's hospitalization at a different hospital. ECG was performed and it was observed that the patient did not experience ischemic symptoms. Five days post admission, the 85% stenosed lesion in the proximal left circumflex artery was treated with the placement of an unspecified drug eluting stent resulting to 0% residual stenosis. The event was considered resolved without residual effects. Four days post target vessel revascularization, the patient was discharged.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).